Event description:
It was reported the subject device had image interruptions and loss. The procedure was completed using the same set of equipment. There was no patient harm reported.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction fields: e1= name and telephone number, g2, h6: remove b13 - three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness was lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on camera unit, the endoscopic image could not be displayed the event can be prevented by following the instructions for use which state: ¿should any irregularity be observed, do not use the camera head; contact olympus.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had image interruptions and loss. The procedure was completed using the same set of equipment. There was no patient harm reported.